Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, implant date: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient had symptoms of fatigue due to a loss of rate response and vvi 65 pacing from a device power on reset following radiation therapy. The device was reprogrammed and remains in use. Magnet use was recommended to assess the pacing rate following each therapy treatment. No further patient complications have been reported as a result of this event.